Manufacturer narrative:
Hvad pump (B)(4) and controller (B)(4) were not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Review of the controller log files was not possible since log files covering the event date were not available. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. After the review of the available information there is no indication of any device malfunctions or performance issues impacting the event. The patient's clinical status, comorbidities, and pharmacological factors are possible contributing factors to the death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that this patient presented to an outside hospital with complaints of shortness of breath, anxiety, and chest pain. Chest x- ray revealed diffuse pulmonary edema. The patient was treated with two doses of intravenous ativan while awaiting transfer to the implanting center. The wife reported that the patient subsequently experienced a "high watt" alarm and coded. The patient was unable to be resuscitated. No autopsy will be performed and the pump remains implanted post-mortem. The cause of death is reported to be cardiopulmonary arrest. The site disposed of all the peripheral equipment except for the primary controller. Investigation is ongoing.